Manufacturer narrative:
(B)(4).

Event description:
It was reported that coating issue occurred. A peripheral rotawire¿ was selected for use. During preparation, when device was unpacked, it was noted that device appeared to be coated and something sticky was found on the distal end. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Visual inspection was done. The device has a kink on its proximal section, approximately at 4 cm from its proximal end and also it's spring tip is slightly kinked. There is a presence of a material on the distal tip of the device and also along the wire. Overall length and all outer diameter were within specifications. The sample was sent to materials testing analysis and characterization (mtac) analysis, and it was determined that the spectrum collected of the foreign material present on the distal tip of the submitted device is spectrally similar to reference spectra of proteinaceous material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that coating issue occurred. A peripheral rotawire was selected for use. During preparation, when device was unpacked, it was noted that device appeared to be coated and something sticky was found on the distal end. The procedure was completed with another of the same device. No patient complications reported.